Manufacturer narrative:
The review of the manufacturing paperwork could not be performed as the lot number(s) were not available. (B)(4). The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) clearly states, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2017, the patient underwent treatment of a thoracic aneurysm with conformable gore tag® thoracic endoprosthesis using a 22fr gore dryseal sheath with hydrophilic coating (dsl2228j/unk). Reportedly, there was no significant resistance advancing the sheath into the access vessel. After the endoprosthesis was implanted, a final angiography showed a dissection in the left external iliac artery. An epic stent 9 mm x 4 mm was implanted within the left external iliac artery to cover the dissection. The patient tolerated the procedure. The clinical specialist has reported the sheath lot number is unknown.